Manufacturer narrative:
Result: water leak observed (due to facility maintenance).

Event description:
The customer contacted beckman coulter, inc. (Bci) to report a leak on the floor near their unicel dxc 600i synchron chemistry analyzer. No patient results were impacted by this event. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that maintenance was being performed on the site's water system. The customer reported that a leak was observed near the analyzer after the maintenance was completed but the source of the leak was unknown. The customer reported that the analyzer was not operational during the maintenance. The customer reported that he believes the leak to be water. No falls or other adverse events were reported by the customer. After the customer wiped the leak, the customer reported that no new leak was observed after the instrument was powered on. No service was performed on the analyzer.